Manufacturer narrative:
During qualification testing for cartridge force tester lf-1609 a cartridge failed for low force. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot. The retained cartridge sample was tested and found to pass the visual inspection and the fill, force, and leak testing; no defects were found. This report is made based on results of investigation completed on 03/31/2016. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
During qualification testing in product analysis for cartridge force tester lf-1609 a cartridge failed for low force. This report is made based on results of investigation completed on (B)(6) 2016.